Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2014-01114. (B)(4) clinical study. It was reported that death occurred. In (B)(6) 2012, the index procedure was performed. Target lesion #1 was a de novo lesion located in the distal circumflex (cx) with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 mm x 20 mm ion us coa stent, with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the proximal cx with 70% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.75 mm x 12 mm ion us coa stent, with 0% residual stenosis. On the same day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented to nursing care for follow up of chronic respiratory failure, following an out of hospital cardiac arrest in an attempt of weaning of vent. In (B)(6) 2013, the patient presented to the hospital due to unresponsiveness and was not able to make his needs known. The next day, the patient was non-verbal and dependent on ventilator. 2 days later, no pulse was noted on the patient. However, eyes were open and extremities were felt to be cold. Subsequently, the patient died. Per death certificate the primary cause of death is cardiac dysrrhythmia. The secondary causes are copd and coronary artery disease.